Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a clip in its tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was not exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. Additional findings not related to customer reported complaint were also identified: signs of corrosion were found on the maryland bipolar forceps instrument bearings. The pitch and grip input disk bearings exhibited orange discoloration. The instrument was found to have a dislodged flush tube guide inside the housing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.